Event description:
It was reported that during an atrial fibrillation (afib) procedure, the stockert shut down due to rf overflow. They noticed a severe increasing in impedance. Since this happened few times in a row they decided to visually inspect the catheter tip. They found a moderate charring on the catheter tip. Irrigation was also checked but was working properly. They tried to continue ablation with this catheter, but stockert kept reporting rf overflow. Also, the tested if the rf overflow was location specific due to a pouch, but this was negative. The case was completed by replacing the catheter without any patient consequence. Additional information was requested regarding the size of char, but no response has been received.

Manufacturer narrative:
(B)(4).